Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of over 600mg/dl, with moderate ketones, and abdominal pain, associated with alleged air bubbles in the cartridge. Reportedly, the patient remained on the pump and received phone advice to administer treatment of insulin via injection via their healthcare provider. During troubleshooting with customer technical support, it was revealed there were air bubbles in the cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a site/set/cart issue.